Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that the cause of the event was a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video system center exhibited no image coming from the digital visual interface signal due to defective printed circuit board. There was no patient involvement.

Manufacturer narrative:
Estimation/lm not completed: the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.